Event description:
It was reported that the pt experienced no stimulation sensation and was unable to adjust stimulation. He lost stimulation 3 days ago. The message "call your doctor" icon displayed. A power on reset occurred (por). He has had no medical procedures, but in his profession of driving a truck, he is exposed to equipment that searches truck loads for radioactive materials. He was able to clear the por and the pt has therapy.

Manufacturer narrative:
(B) (4).